Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a ce med height te 550cc tissue expander leaked during filling. The device had not yet been implanted. There was no patient contact with the complaint device. The device was replaced with another ce med height te 550cc, tissue expander catalog # 3548224.

Manufacturer narrative:
Device evaluation summary: it was reported that a ce med height te 550cc tissue expander leaked during filling. The device had not yet been implanted. There was no patient contact with the complaint device. The device was replaced with another ce med height te 550cc, tissue expander catalog # 3548224. The device was returned to mentor without fluid inside. During initial evaluation, the device appeared intact. Leak testing revealed a rent measuring approximately less than 0.1cm, on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. Mentor performs 100% inspection and testing of all devices prior to release. The complaint was confirmed since a rupture was found. However, at this point it is not possible to determine the root cause of such damage. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).